Event description:
It was reported that the patient passed out. The right atrial (ra) lead was noted to exhibit intermittent far field r-wave (ffrw) oversensing. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead continues to exhibit far field r-wave (ffrw) oversensing.